Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve operator was not cycling. Additional malfunctions include the zip ties were leaking, the pm kit was dirty, the clamps were leaking, and the power switch had no alarms.